Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon pump (iab) had kink and autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.